Event description:
Heat pad used to increase perfusion to pedicle skin graft. Developed ecchymotic and blistered areas, described by surgeon as a burn. Heating pad was discontinued when cause thought to be secondary to heating pad use.